Manufacturer narrative:
The event took place outside of the united states (in (B)(6)) and was associated with a product that is also cleared for the market within the united states.

Event description:
Patient was revised on (B)(6) 2021 due to a dismantling, approximately 5 years after the first surgery. The surgeon explanted centered head, double taper, anchor base and 2 pegs glenoid. The surgeon implanted post extension, 135/145° ø36+3 cup, two standard screw, locking screw, centered glenosphere and glenoid baseplate.